Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product.

Event description:
It was reported that stent damage occurred. The patient presented with chest pain. Vascular access was obtained via the radial artery. The 16mmx3mm, concentric, de novo target lesion was located in the mildly tortuous and mildly calcified proximal right coronary artery. A 3.00 x 16mm synergy drug-eluting stent was advanced but insertion difficulty was encountered. When the device was removed, it was noted that the distal of the stent was deformed. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product.

Event description:
It was reported that stent damage occurred. The patient presented with chest pain. Vascular access was obtained via the radial artery. The 16mmx3mm, concentric, de novo target lesion was located in the mildly tortuous and mildly calcified proximal right coronary artery. A 3.00 x 16mm synergy drug-eluting stent was advanced but insertion difficulty was encountered. When the device was removed, it was noted that the distal of the stent was deformed. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable. Synergy ous mr 3.00 x 16mm stent delivery system (sds) was returned for analysis. An examination of the crimped stent identified damage. Proximal struts 1-3 were undamaged and crimped in place; the remainder of the stent was damaged and stretched in a distal direction with some struts extending over the distal tip. The undamaged proximal stent outer diameter was measured and the result was within the specification. The balloon cones were reviewed and there were no issues to note. The balloon wings were tightly wrapped and evenly folded. A visual and tactile examination of the hypotube identified multiple kinks. An examination of the shaft polymer extrusion found no issues. There were no signs of damage or strain to the port bond. The tip was visually examined and no issues were noted. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The investigation conclusion code is adverse event related to patient condition.